Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced a low glucose event detected on a dexcom g7 sensor, with a sensor reading of 39 and no confirmatory fingerstick; the user treated with oral glucose and glucose recovered, and the user suggested a possible compression-related low. Symptoms included hypoglycemia. Outcomes included resolution of the event at home without medical intervention. Investigation included troubleshooting and user education on hypoglycemia management and sensor considerations. Investigation of this case revealed no device malfunction reported and no component issue identified; the event was consistent with a hypoglycemia episode with unclear cause, possibly influenced by sensor compression artifact. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.